Event description:
Customer reported to beckman coulter, inc. That lh series cleaner was leaking from the bottom of the coulter lh 500 hematology analyzer during startup of the instrument. Customer indicated lh series cleaner was dripping onto the table top and onto the floor. Customer indicated the leak appeared to be coming from aspiration needle area of the instrument. The volume of the leak was about 1 ml. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing through pinch valve pv43 had a pin hole in it. Pinch valve pv43 controls the drain for the waste chamber, vc1. The fse replaced the tubing and the leak was resolved.

Manufacturer narrative:
(B)(4).